Event description:
It was reported that during a patient¿s scheduled generator replacement surgery on (B)(6) 2013, the new generator was showing vbat<eos (pulse disabled) after the generator had been placed into the generator pocket. The company representative indicated that he did not see any specific cause for the generator (visualizing electrocautery coming into contact with the can), but he confirmed that the electrocautery was in the sterile field with the new generator. The new generator was interrogated outside sterile field in packaging with no issues and then again when connected to the lead outside the pocket with diagnostics within normal limits. When the generator was placed in the pocket and when the surgeon was about to start closing the pocket, an interrogation showed the warning message was vbat<eos (end of service). The battery gauge was showing it was depleted with a red "x." The surgeon declined further troubleshooting and opted to replace the generator with the hospital¿s back-up stock. The patient was implanted with no other issues. The company representative reported to the surgeon that the cause of the vbat<eos (pulse disabled) may have been due to electrocautery which the surgeon acknowledged. The use of electrocautery precautions were reviewed with the surgeon. The unused generator was returned to the manufacturer for analysis. Analysis confirmed an output pulse disabled condition due to a perceived low battery voltage which may likely be related to high energy exposure during the attempted implant process. Burn marks were observed on the pulse generator case, indicating that the pulse generator was likely exposed to an electro-cautery tool during device implant, which may have been a contributing factor. The device performed according to functional specifications after output was re-enabled. Additionally, a copy of the programming data from surgery was received and reviewed by the manufacturer which revealed that the first system diagnostic test was within normal limits with ¿ok¿ battery status. About seven minutes later, the system diagnostics showed battery status of ¿eos.¿ device was not yet turned on.

Manufacturer narrative:
End of service message seen upon interrogation of the pulse generator.